Event description:
It was reported that (8) devices were used during an unknown procedure. It was reported by the rep that the er320 clips did not close completely. Another device was used to complete the case. There was no consequence to the pt. Only (4) of the (8) involved are being returned.